Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies and arc mark. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. All setscrews moved freely in both directions. No irregularities were note with the seal plugs or lead barrels. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Review of the memory noted that there was a shock lead shorted fault recorded. The charge time exceed fault first occurred on the same day it was recorded. Review of the daily lead impedance measurements noted a shocking lead measurement of 5 ohms. With the plasma fuse open the device cannot charge and deliver a shock. The device will charge time out at 45 seconds and eol will be set. No further analysis was performed.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited low, out of range shock lead impedance measurement. Additional information received that a revision procedure was performed during which a maximum shock of 41j was programmed and delivered. However, the shock was not established and an error was shown in the programmer screen. A capacitor reform was attempted to check for the battery status but another error message was displayed. A fluoroscopy was done and it was noted though unclear that the terminal pin might not be fully inserted. This crt-d was explanted and the rv lead was surgically abandoned. A new crt-d and rv lead were successfully implanted the following day. No additional adverse patient effects were reported.